Event description:
Pt returned to operating room within 2 days of insertion of permanent pacemaker. Questionable problem with pacemaker battery which was changed. Original battery returned to MFR for analysis.